Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during basal several times. Customer's blood glucose was unknown. The drive support cap was ok. The device was not exposed to an MRI or magnetic field. No motor position encoder error alarms. Customer's was advised to revert to back up plan. The device is not returning for analysis.